Event description:
The patient experienced increased spasticity the evening following a refill session. The pump was aspirated and 0.5 cc was pulled from the reservoir. The hcp believed there was a pocket fill. The pump was refilled and the hcp planned to deliver a single therapeutic bolus. The type of medication, concentration, and daily dose being administered via the pump was not reported; device registration system indicates baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.